Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Correction - lot number was changed from 40530k1 to 40512k1. Evaluation summary: the device was returned for analysis. The plunger, suture, link, needles and cuffs were not returned, thus the reported needle to cuff miss could not be tested or cuff miss confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that cuff misses occurred during suture placement with two proglide devices in a common femoral artery using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, an additional proglide device was used and placement of the sutures were successful using the preclose technique. The initial procedural sheath size and what the sheath size was upsized to was not specified. The evar procedure was successfully completed. Hemostasis was achieved using the pre-placed proglide sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide and established in the preclose technique. No additional information was provided.